Event description:
(3/3 reference (B)(4) for all related complaints) (documenting unknown disposable) per medwatch letter mw5109198: patient reported that 2 cassettes were malfunctioning as patient states she was unable to clear the bubbles and 1 malfunctioning tubing set as patient was unable to tighten onto her connector. Patient did not have serial/lot numbers. No further information available. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? Yes, what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: patient unable to clear bubbles has this incident happened within the past 6 months? (Offer nursing evaluation) no; has this patient reported a pump malfunction within the past 6 months (offer nursing). Did we replace the cassette? Yes, did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes. Reported to by pt/caregiver. Additional information received via email from customer on 26-may-2022 and attached by ICU medical in complaint: patient details was updated, pharmacy team will contact patient to confirm if cassette will be returned.

Event description:
Additional information received via email from customer on (B)(6) 2022 and attached by ICU medical in complaint: patient details was updated.

Manufacturer narrative:
Other, other text: b5: updated d1: brand name: updated d4: catalogue number, lot number: updated d4: UDI number and g5 are unknown h4: device manufacturing date and d4: device expiration date: updated h6: health effect and evaluation codes: updated h10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Functional testing found the sample was connected without difficulty liquid flows through the whole device without interruptions, no bubbles were observed and no alarms were activated, thus, the failure mode reported is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.